Event description:
Persistent pain, inability to walk, unsteady gait since implant. Implant removed due to knee joint loose. Dislocation and loose noted at the time of removal. Pain persisted to the point of immobility after implant implanted.